Event description:
Account experiencing discrepant calcium pt results. Eight pt samples were provided as examples. Pt 1, initial result gave 8.6 mg/dl; repeat by another method gave 9.4 mg/dl. Next day, original sample pulled and repeated twice by initial method resulted at 9.5 and 9.6 mg/dl. Pt 2, initial result gave 8.4 mg/dl; repeat by another method gave 9.4 mg/dl. Next day, original sample pulled and repeated three times by initial method resulted at 9.1, 9.4 and 9.3 mg/dl. Pt 3, initial result gave 8.7 mg/dl; repeat by another method gave 9.3 mg/dl. Next day, original sample pulled and repeated three times by initial method resulted at 9.6, 9.7 and 9.7 mg/dl. Pt 4, initial result gave 8.2 mg/dl; repeat by another method gave 9.1 mg/dl. Next day, original sample pulled and repeated two times by initial method resulted at 9.1 and 9.0 mg/dl. Pt 5, initial result gave 8.4 mg/dl; repeat by another method gave 9.1 mg/dl. Next day, original sample pulled and repeated two time by initial method resulted at 9.0 and 9.3 mg/dl. Pt 6, initial result gave 8.7 mg/dl; repeat by another method gave 9.5 mg/dl. Next day, original sample pulled and repeated once by initial method gave 9.0 mg/dl. Pt 7, initial result gave 8.5 mg/dl; repeat by another method gave 9.5 mg/dl. Next day, original sample pulled and repeated once by initial method gave 8.9 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service rep was unable to determine the cause for the discrepancies. Performance tests were performed which were within spec.